Event description:
It was reported that during surgery the fast-fix t2 can't be deployed. The procedure was completed using a back-up device. It is unknown if there was a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor detached from the needle. The t2 anchor is still attached to the needle and behind the needle dimple. The depth tube has been removed from the needle. No physical damage visible to the device imaged. One curved ultra fast-fix assembly was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. The outer blue split protective cannula was returned. The depth limiter was not returned. T1, t2 and suture were returned. T1 was previously freed from the needle tip. T2 and suture were still attached to the needle track. When the manual actuator was pushed forward there was much resistance and a gritty feeling. The needle had been twisted and the curve was lifted. This made the track tight for the actuator as well as the anchor. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.